Manufacturer narrative:
A ge representative evaluated the system and determined the video control board needs to be replaced, but no conclusion can be drawn as repair information is not available.

Event description:
The customer reported the system would not display a usable image. No patient injury was reported.